Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review: part number: 03.632.03,6 synthes lot number: 6972476, supplier lot number: n/a, release to warehouse date: 06-nov-2012. Expiration date: n/a. Supplier: (B)(4). Manufactured by synthes. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Report was initially submitted on nov 1, 2017, but the FDA site was down. Advised by FDA to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the insertion of the second screw with a screwdriver and the sleeve, the sleeve detached from the screw. The surgeon handed the screwdriver with the sleeve to the scrub nurse. The scrub nurse discovered that the thread on the sleeve tip was broken. The surgery was completed successfully without any delay or fragments left in the patient¿s body. This complaint involves 1 part. Concomitant parts. Screw (part# unknown / lot# unknown / quantity 2). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Concomitant medical products. Therapy date unknown. Manufacturing evaluation was completed. The matrix holding sleeve (part 03.632.036, lot 6972476) was returned with 1.5 to 2 threads missing leaving the instrument tip in the jagged form. The broken fragment was not returned with the complaint. There were scratches, striation marks all over the surface of the device, which does not impact functionality, but indicate frequent usage of the device. The overall balance of the device was in a functional condition. The supplier investigation confirmed that the instrument was produced within the manufactured parameters per print specification of this product. As per the device history records review, there were no issues that would indicate any problems when produced. A definite root cause could not be determined. A possible contributing factor to the thread tip being fractured 1.5 to 2 threads from end of instrument could be due to a side load force being applied to the instrument and the implant screw that was threaded on the end of instrument. This conclusion was based on geometry of the screw head which has 1.5 to 2 threads and the appearance of the instrument threaded portion fracture point. The instrument was not used as intended therefore the fracture occurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date added. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Delete event date to unknown. Alert date is 10/10/2017. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.